Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that one lens haptic is torn. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert an aa4203tl single piece silicone lens with toric optic and the lens tore. There was pt contact, no pt injury.